Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of report: 11nov2019. The field service engineer (fse) clarified that the power switch overlay was replaced to address an additional warning lamp failure that was found while servicing the device. The touchscreen was replaced to address the touchscreen failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 31 oct 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power switch overlay and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
It was reported that the unit had a touchscreen failure. The device was in use at the time of the event; however, there was no patient harm.